Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection and erosion. The patient reported implant site pain and physicians noted dehiscence and discharge at the implant site prior to extraction. A temporary lead was placed to provide pacing. No additional adverse patient effects were reported.